Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she has to turn stimulation up often lately because she was having loss of therapy. Patient stated she saw hcp and was told to call manufacturer. Patient was currently on program 4 at 6.8 v and denies any recent fall or trauma but stated she was in a car accident back on (B)(6) 2018 but the device still worked fine after that. The patient also reported that last night she was hurting and think she may have an infection. Patient mentioned one time she increased stimulation too high and it hurts but lowering it down helped. With education patient services helped patient to switch to program 1 at 7.3 v with therapy on and recommended patient to continue monitoring her symptom for a few days and if she is still not getting relief can try adjusting again. Additional follow up received from healthcare provider on (B)(6) 2019 indicated that the patient last appointment with them was (B)(6) 2019 and since patient called medtronic patient service on (B)(6) 2019 about possible infection, they(nurse) do not have any idea about the reported issue. There were no further complications reported at this time.